Event description:
It was reported that the area on which the ground pad had been placed was reddened and raw. When the redness went away, the skin was whiter than the other areas of her skin. The lightening of the skin pigmentation remains.